Event description:
One pt with discrepant creatinine results. Initial result 2.5 mg/dl, repeat 1.3 mg/dl. Erroneous result was not reported. Field service rep determined the cleaner valves on the transfer head were leaking and replaced the valves. Performance tests were performed which were within specification.